Event description:
It is reported the patient had two resolute integrity drug eluting stents implanted. Prior to this the patient had an unknown bare metal stent and after the resolute stents had a non-medtronic drug eluting stent implanted. On the same day as the resolute stents were implanted the patient experienced immediate adverse events including arthralgia symptoms, joint pain, weakness and loss of appetite. These symptoms are continuing but it is unknown if they are related to the resolute stents or the non-medtronic stent that was implanted afterwards. The patient has been prescribed effient and has no known allergy to nickel.

Manufacturer narrative:
Evaluation, results: (root cause is undetermined). No results available since no evaluation performed - (the device or procedural images were not returned for review). Inherent risk of procedure - (allergic reaction). (B)(4).